Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump. Subsequently, the customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin.